Event description:
Isolette was noted to be set on air control instead of patient mode. Patient noted to be hot to touch so temp was obtained and was 99.4. Skin reading was 99.2. Mode was changed to patient control, isolette doors were opened to allow patient temp to lower. Temp returned to normal limits after about an hour of decreased temperature in isolette.